Manufacturer narrative:
(B)(4). Date sent: 6/19/2020. D4: batch #u5a01z. Investigation summary the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired 1/3 with the cartridge deck damaged. In addition, another gst60g reload was received partially fired 1/2. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a lobectomy, there was severe fibrosis and the stapling was difficult with green cartridge. The stapler blade stopped during the firing sequence (using green cartridge) in the left lower lobe. The surgery team reloaded a black cartridge and tried again, but this time staple jaw didn't open at all after the firing (including knife and staples) sequence. Surgeon had to cut the around tissue and remove the stapler from the patient's body. Surgery was delayed, but the procedure was successfully completed. No fragments were generated and there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2020. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a device from jaws area with a green reload loaded. The jaws were observed closed with a tissue piece between the jaw and cartridge. In addition, a reload packaging was observed and it belong to lot # t40459, exp. Date: 2022-01-31. Based on the photo the event described of would not open is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.